Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this device exhibited a battery indication of end of life (eol). The device was programmed with the auto capture feature on and indications of a 2.7 volt threshold measurement was found at last check versus the 4 volt thresholds at most recent follow up. The last follow up indicated that battery status was good so premature battery depletion is suspected. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.